Event description:
It was reported during incoming inspection the package was torn.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No additional info has been provided to date. Should additional info become available, a follow-up report will be submitted. Note: issue occurred on (B)(4) separate cases. A separate 3500a form has been completed for the other (B)(4) cases.